Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97791, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis findings on lead model 977a260, serial #(B)(4) showed conductors #0, 1, 4-7 were broken 15.9 cm from the distal end at or near the anchor site. It was noted that the braid was broken and protruded through the insulation. There were open circuits with the contacts #0, 1, 4-7.

Event description:
Information received from the patient via the manufacturer's representative reported that were high impedances on 5 contacts of the lead component of the implantable neurostimulator (ins). It was unknown if there were any external/environmental/ patient factors that led or contributed to the issue. A surgical intervention then occurred on (B)(6) 2016 where the lead was replaced. The issue was reported as resolved at the time of this report and the patient status was noted as "alive - no injury". The indication for use for the implanted device was noted spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.